Manufacturer narrative:
Reported event of unable to implant and device problem was not confirmed. Visual inspection noted the helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a right atrial leadless pacemaker exhibited poor mapping measurements during implant, including low pacing impedance and unspecified issues. The device was replaced to complete the procedure. Patient was stable with no consequences.